Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was found to be contaminated and was replaced to address the issue.